Event description:
Customer reported issues with the insulin pump and sensor readings. Customer states that her sensor glucose and blood glucose values are off. At one point the sensor glucose reading was 250 mg/dl and the blood glucose was 320 mg/dl. The insulin pump was alarming throughout the night. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.